Event description:
Customer reports receiving a reading of hi (>500 mg/dl) on their freestyle flash meter, and then dosing with insulin based on this result. The customer felt no symptoms of hyperglycemia at the time. Approximately 30-45 minutes later, the customer received another glucose result of 41 mg/dl, and began to feel symptoms of hypoglycemia. Customer drank a coke in order to normalize glucose levels.